Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump intermittently powers off without user input. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The event history log (ehl) review was performed and revealed a single event of "improper shutdown!". The occurrence of an improper shutdown message indicates that all power sources became disconnected from the pump, however the history log cannot be used to determine if power was manually disconnected. The evaluator found the pump to function as intended and no correction is required. The reported condition was not verified. The device was found to deliver within specification. Should additional relevant information become available, a supplemental report will be submitted.